Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04286 for the associated device. It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2009. According to the complainant, during the procedure, the first device could not be passed over the elevator of the scope. The first device and then the scope were removed. After another scope was inserted, the second device could not be passed over the elevator of the scope. The second device and then the scope were removed. Both tomes were observed to have split tips upon removal. The procedure was completed with a third hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.